Manufacturer narrative:
(B)(4). Evaluation, results: (death). Evaluation, results/conclusions: (lack of info).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a fusiform in shape measuring 5 cm diameter thoracic aortic aneurysm 23 months ago. Vessel morphology was reported as the diameter of the aorta 2 cm proximal to the aneurysm was 34 mm, distally the diameter was 33 mm. The physical exam documented that the pt had an abnormal systolic ejection murmur. It was reported that the pt had a cardiac arrest 12 months post stent graft implant and expired on the same day. The investigator's assessment is it was not possible to determine the relationship to the device, procedure and the aneurysm.